Manufacturer narrative:
Analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. Conclusion: based on review of similar events and investigation, the leak appears to originate from the heat exchanger side seam bond. A partial void may have formed during adhesive dispensing into the adhesive groove of the heat exchanger allowing for acceptable pressure test results prior to distribution. It is possible, a physical shock encountered during shipping or handling of the product may have compromised that bond. (B)(4)>

Event description:
Medtronic received information that during the case, using this affinity oxygenator, the perfusionist observed a leak at the heat exchanger side seam bond. The device was changed out with no resulting adverse patient effects.